Event description:
Material no: 930801, lot: 1272091. It was reported that the applicator came off and glass shattered on patient. Call information: customer was scrubbing a patient in the operating room. Mat# 930801; lot# 1272091 when the end popped off and glass shattered all over patients face.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. At this time, no indication of patient harm. Additional follow attempts are being made on this case.

Manufacturer narrative:
No samples or photos were available for evaluation. As a result, bd was unable to verify the reported issue. Without samples or photos, a probable root cause could not be defined at this time. If samples, photos and/or additional information become available, bd will re-open this record and investigate accordingly. A production record review was completed for batch/lot 1272091 and no non conformances were identified during the manufacturing of this lot. No further actions are required. This failure will continue to be tracked and trended.

Event description:
It was reported that the applicator came off and glass shattered on patient. Call information: customer was scrubbing a patient in the or. Mat# 930801; lot# 1272091 when the end popped off and glass shattered all over patients face.